Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusion.

Event description:
It was reported that the customer was taken to the hospital by paramedics due to a blood glucose (bg) level of 54 mg/dl, loss of consciousness and convulsions. Prior to the hospitalization, the customer consumed carbohydrates in attempt to resolve the reported issue. Customer was treated with intravenous saline and insulin while in the hospital, and was released from the hospital on (B)(6) 2023 with no permanent damage. Upon being released from the hospital the customer was feeling "ok", tired and sore. The cause for the reported issue was reportedly due to the control-iq algorithm increasing basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was 54 mg/dl and the bg meter reading from 162-163 mg/dl. The customer acknowledged the pump functioned as intended and declined to perform a system check with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.